Event description:
It has been reported to philips the therapy delivery test was failed in operational check. No patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy capacitance will need replacement. The customer has ordered replacement therapy capacitance to rectify malfunction.